Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The patient information and event date was requested from the customer.

Event description:
The customer reported the ventilator alarmed with backup alarm failed occurrence. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
Follow-up root cause: the field service engineer (fse) replaced the cpu board to address the reported failure. Failure analysis on the returned cpu board shows that the cold solders on 270k ohms +/-5% resistor leads in the ls1 buzzer generated the 1104 diagnostic code.